Event description:
As reported by the user facility: reports new cord in use for the first time, used with pump serial #(B)(4). Cord was plugged into wall in patient room, pump was in use on the patient. Sparked at power supply at back of the pump. No injury

Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).